Event description:
The customer reported that the unit will be pressurized but fails to start. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the device for evaluation; however, a field service engineer (fse) was able to go onsite to evaluate the device, and upon power-up, the customer reported issue was observed. The root cause could not be determined during the device evaluation. The fse reseated the ddi cable connections and verified the power-on board functionality and performed calibration of the ddi board. All calibration tests passed successfully, and the device was returned to clinical service in normal operating condition.